Event description:
Related manufacturing reference number: 2017865-2023-37087. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited loss of capture. Under fluoroscopy, it was noted the lead had dislodged. The lead was explanted and replaced. During the procedure, it was noted that the lv set screw on the implantable cardioverter defibrillator (ICD) had been stripped. The ICD was removed and replaced. The patient was in stable condition.